Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter: incident details: patient made writer aware that their IV started leaking blood. Writer assessed site and it was noted that nexiva IV was broken at the connector end. Rest of IV site was intact and insertion site was not noted to be compromised. No swelling in site noted. Rest of IV was removed and catheter was noted to be intact. Blood around site was cleaned with alcohol swab and site was bandaged. Patient denied concerns during removal and tolerated same well.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter: incident details: patient made writer aware that their IV started leaking blood. Writer assessed site and it was noted that nexiva IV was broken at the connector end. Rest of IV site was intact and insertion site was not noted to be compromised. No swelling in site noted. Rest of IV was removed and catheter was noted to be intact. Blood around site was cleaned with alcohol swab and site was bandaged. Patient denied concerns during removal and tolerated same well.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.